Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/20/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a group of medical professionals encountered issues with rectal wall infiltration, a complication that left them uncertain about how to proceed. Rather than risking further complications, they decided to pause and allow the spaceoar to dissolve. It in unknown the number of patients involved. However, no patient compilations were reported as a result of this event.